Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 69 yo male, initial right hip implanted on an unknown date, underwent a revision procedure on (B)(6) 2022, for reasons unknown. The surgeon removed the cup and liner and replaced with a competitor¿s devices. The patient was last known to be in stable condition following the event. There are no devices returning as they were sent to pathology. No further information.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis: implanted with a lateralized liner and edge loading/impingement. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified.